Event description:
Siemens sensation 64 scanner malfunctioned and unable to reconstruct the designated images. It kept on failing and the scanner was rebooted and still failed to reconstruct the images. A service call was made after several attempts without success. Reference number was (B)(4).